Event description:
On (B) (6) 2010 pt reported that both up and down arrow buttons did not work properly. Pt stated his blood glucose was new 400 mg/dl on the day the issue was discovered. Pt reported both buttons pop back up when pressed. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.